Event description:
During preventive maintenance testing by the user facility, there was no audible tone when the device was powered on. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.